Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, the physician could not get the left ventricular (lv) lead in a stable position. The lead was capped and replaced. No patient complications have been reported as a result of this event.